Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose was around 200 (mg/dl). As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.